Event description:
Terumo received the following reported information: the tr band was inflated as per protocol to 13cc of air after a left heart cath pci. The patient was moved to the floor where the nurse noticed a hematoma and upon inspection, the band was losing air prematurely. The location of air leak was unknown. The team then removed the band and placed a new band on the wrist where hemostasis was achieved. The hematoma was resolved, and the patient was stable. The procedure was a success, and the hospital did not release patient information. The estimated blood loss was less than 250cc. There was no noticeable damage to the device.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: mgr h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.